Event description:
Information was received via a manufacturer representative regarding an instrument used for spinal therapy. It was reported that the lens is not clear image was abnormal. There was no patient involved at the time of event.

Manufacturer narrative:
Product analysis product ID : 9560100; lot no : 1926035r analysis found that the inner lens was broken and the outer tube was scratched. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.